Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room on (B)(6)2024 with a blood sugar level of 445 mg/dl and was later admitted to the intensive care unit, due to blood glucose level dropping to 45 mg/dl. Cause was unknown. Customer had administrated a bolus via pump to address elevated bg. Customer lost consciousness due to bg level. Details and nature of hospitalization were not provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.